Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery on an unknown date, the screw head detached while tightening. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were checked and it was found that all the specifications were met. An analysis of the screw shows that the failure of the implant is due to an incorrect handling while turning the screw, the golden collet turned in the screw head. This may have caused the head to jump off and / or the rod was not able to be inserted properly. Evidence finds that there was no product failure.